Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead had a confirmed fracture. The rv lead was reprogrammed, then later it was capped and replaced. No further patient complications have been reported as a result of this event.